Manufacturer narrative:
H6: the reported device was received for evaluation. Visual inspection observed the warranty seal was broken. It was carefully removed but showed signs of removal and reapplication. The lid is also damaged. Due to the condition the device was returned in, it cannot be tested for communication issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the quantum controller did not recognize the handpieces. The procedure was completed with a surgical delay greater than 30 minutes, using a back-up device. No further complications were reported. The patient status is stable.